Event description:
It was reported that a patient experienced infection in their peritoneum coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The infection was presumed to be peritonitis; however, this was not medically confirmed. The patient was not hospitalized for the infection. It was reported that the infection was manifested by pd cloudy effluent. The patient was treated with oral and intra-peritoneal antibiotics for 14 days (dose not reported) for the event. It was unknown whether the patient had recovered from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, no device evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.